Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that at the time of rv lead extraction the explanting surgeon is now thinking it was exit block and not a fracture due to the amount of tissue at the tip of the lead after laser extraction. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead exhibited rising impedance to high levels. Capture threshold also increased to high levels. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.